Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted a recent transmission was made with a new monitor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor and the cardiac resynchronization therapy defibrillator (crt-d) had transmission failure to the network. The device is still in use. No patient complications have been reported as a result of this event.